Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The sensing on the right ventricular (rv) lead was inconsistent potentially due to the lead position. All other electrical parameters were stable and in range. No intervention was performed and the patient was stable.